Event description:
It was reported that extravasation occurred with use of the bd nexiva¿ diffusics¿ closed IV catheter system during the CT scan. No further information was provided. The following information was provided by the initial reporter: "extravasation in patient during the dwell time of diffusics. This happens during the CT scan. Patient is inserted with our diffusics."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that extravasation occurred with use of the bd nexiva¿ diffusics¿ closed IV catheter system during the CT scan. No further information was provided. The following information was provided by the initial reporter: "extravasation in patient during the dwell time of diffusics. This happens during the CT scan. Patient is inserted with our diffusics."